Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer initially did not have charger available, then later called back at home, used charging cable, and reset pump with guidance from technical support; malfunction did not recur after reset, customer was advised to continue using pump and to call back if any further malfunction occurred.